Event description:
User reported 4 false positive results. Negative pcr. This is report 3 of 4.

Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6). Tests 1,2,4 of 4).

Manufacturer narrative:
Report required by FDA for eua. In section d4, the lot number was not provided by the user and was meant to be reflected on the initial report.